Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that the forceps cover glue peeling was caused by the external force that was applied to the relevant section by strongly squeezing it while the device is being normally used including the reprocessing. Age deterioration may also have contributed to it. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The issue were caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. In addition, it was noted that there was a crack on the distal end rubber coating, one broken element, a cut on the switch, stretched angle wire, play in the control knob, and detached name plate. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair and the issue of forceps cover glue peeling was observed at the time of estimation. There is no reported patient harm.